Event description:
It was reported that during central processing, the endoscope was not recognized by the system. There was no patient involvement. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations not replicated nor confirmed the customer reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site were also identified: the endoscope was visually inspected and found with mechanical damage on the endoscope¿s distal tip.